Event description:
I am both a patient and a healthcare provider in the world of endocrinology. Have children with type one diabetes and various disorders at a children's hospital. I've also had diabetes since 1986. I use an integrated insulin pump with dexcom g6 cgm. I was very excited to see that dexcom launched g7 & ordered the sensors to try it out (was also given a sample from the representative the covers or hospital). I am a long distance runner, 25 marathons over the years. Intrain all year but prefer the winter months. In the cold weather, the dexcom g7 reads very in accurately high. Up to 200 points higher than the actual blood glucose level. I reported it to the company & eventually got their attention. They informed me there is a sensor temperature correction feature that happens but was not tested when the sensor temperature is cold (~ < 26 to 28°c not tested). They stated that their clinical data did not suggest a lower limit for temperature compensation or corrections, and that if needed the system would show no data in an uncertain situation. I did get no data at times, but that was only after the g7 system had my blood glucose level 100 - 200 points higher (compared to dexcom g6 or even fingerstick blood glucose levels). My sensor temperature was found to be 52°f during a 20 mile run in 20°f weather. They are calling us a corner case and one that should not a card too often. This could be life threatening should somebody inject insulin without verifying on a blood glucose meter or an insulin pump be integrated with the system down the road. Not only does it affect me and my long-distance training and trust of the system but all of my patients who are outdoors swimming in the ocean, playing soccer or lacrosse in the early spring or fall days etc. The company can review raw blood glucose data and temperatures, but do not know what the actual glucose levels were on current patients. This is extremely risky. My endocrine team/colleagues, and I at nemours children's hospital are very worried about what could happen. I would like for the company to test the system in colder weather to be certain of what happens & properly implement sensor temperature correction if needed. This will avoid life-threatening hypoglycemia. I would like this to happen before the system is integrated with insulin pumps. I have screenshots of the discrepancies between my blood glucose levels that I have sent the company and I could forward if needed. Again, I am both a patient and a provider in this case. The company has met with me virtually to review these instances in hopes of getting my trust in the system. They have not laid out their plan for fixing the issue and I understand I am not able to know all of those details at this time. They will not call this a "problem" or recall the g7 at this time. A statement must be made for patient/provider/caregiver awareness. I can pass off screenshots and conversations via emails with dexcom regarding the discrepancies between g6 and g7 when doing either an hour or three hour runs in 20 to 40° f temperatures. Reference report: mw5117244.